Event description:
Patient reported their lower central incisor (6-7) and lateral incisor (7-8) are loose. It seems like there is a root absorption issue. They cans see some gaps between their teeth and their gums.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.